Event description:
It was reported that the target lesion was located in the mid left circumflex artery (lcx) with moderate tortuosity, heavy calcification and 90% stenosis. Pre-dilatation was performed with an unspecified 2.0 x 12 mm balloon. Then, during implantation of the xience prime 2.75 x 38 mm stent, a proximal edge dissection occurred. A xience prime 2.75 x 18 mm stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of dissection is a known observed and potential patient effect as listed in the rx xience prime everolimus eluing coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.